Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case cracked and chipped by the left and right front bottom corner. The pump was also cracked by the right plunger case with visible contamination by the "l" bracket and inside the bottom case. Event history log review was performed and found motor not running error in the event history log. Visual inspection and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation motor not running error was duplicated using same infusion rate as customer (300 ml / hr.). The investigation reports the reported problem was caused by the pump main pc board was not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets) which was caused by physical impact by customer causing the pump main board to come out of the extrusion grove. Investigator?s re-assemble and realigned the pump main pc board. Investigator's also replaced left plunger case due to cracked screw boss. Replaced right plunger case and power supply insulator due to cracked. Replaced bottom case and main pcb due to fluid ingression. Replaced case seal and plunger cable due to old worn parts. Replaced plunger tube for preventative action. Cleaned, greased; calibrated device and performed all functional tests which passed. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited motor not running error. No patient involvement reported.